Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with their doctor on (B)(6) 2026 with an infection that developed at the infusion site (arm) while wearing the pod between 37 and 48 hours. The patient reported that the site was red and swollen and the patient reported feeling generally unwell. The patient first presented to a pharmacist who advised the patient to see their doctor. The patient attended a doctor¿s appointment and was diagnosed with an abscess. The patient was treated with a course of unspecified antibiotics and iodine-based dressings. The patient came back for a follow-up appointment a week later and it was confirmed that the infection had resolved. The patient has disposed of the pod.